Manufacturer narrative:
During failure analysis, the reported event of the device having run on was not confirmed. The device was found to have a corroded cable assembly. Damage to the cable assembly can cause the device to have run on as a result of intermittent electrical contact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.